Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the atrial and right ventricular leads exhibited noise. It was decided to continue monitoring the atrial lead. Programming changes were made to address the right ventricular lead noise. There were no patient consequences and the patient will continue to be monitored remotely.